Event description:
It was reported via a third party submitted medwatch, that during a revision procedure a surgeon dropped the intended implant on the floor. The tray did not have a replacement, and as a result, the surgeon elected to use a competitor¿s head on our company¿s stem. The surgeon was informed of off-label use. No further information is available.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.